Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode presented to the emergency room with complaint of chest pain and discomfort in the s-ICD implant area. The patient also reported receiving shock therapy over the past few months, however, interrogation of the device with a programmer noted no therapy delivery episodes since implant and device therapy was also noted to have been programmed off at a previous in clinic follow up. Out of range shock impedance measurements were observed and was suspected to be the potential reason device therapy was programmed off. The cause of the out of range shock impedance measurements was reported to be due to a loose setscrew in the device header. The patient was admitted to the hospital. The exact cause for the hospital admission was unknown, however, it was reported that the patient suffered from terminal cancer. Boston scientific technical services (ts) discussed troubleshooting options. The local field representative provided the interrogation details to the hospital physician. No additional adverse patient effects were reported. This product remains implanted and in service.